Manufacturer narrative:
(B)(4) date sent: 1/5/2026 d4: batch #unk. This event had been previously reported under 3005075853-2025-08573 for the cartridge to this stapler. Any further details pertaining to this event will be reported under this manufacturer report number for the stapler, (B)(4). Additional information was requested, and the following was obtained: please explain in detail what was the issue with the device ""pse45a"". Malformed staples was the firing sequence started but not completed? No did the device cut? Yes if yes, was the cut line complete? Yes if yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Unknown. Was there any difficulty opening the device? No investigation summary an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished pse45a, with lot/batch number a97y1f, and no non-conformances were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition, therefore it has been determined that no corrective and preventive action is required at this time. A manufacturing record evaluation was performed for the finished pse45a, with lot/batch number a97y1f, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, it was observed that the staples were malformed after firing. Changed to a new one to complete the procedure. There was no patient consequence nor surgical delay reported. No additional information provided.